Event description:
It was reported that the patient had blood in their chest and clothes and that the infusion line was disconnected. It was further reported that the luer connector end of the set had completely broken off and blood was backing up the now open needle set line. The line was immediately removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of luer detachment from the tubing was inconclusive because the returned sample was a sealed lot sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received int its original sealed packaging. The sample was unremarkable to gross inspection. Microscopic inspection of the sample did not reveal any evidence of damage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. While no damage was observed during evaluation of the returned sample, the sealed state of the packaging indicated that the returned sample was likely a lot sample and was not the originally implicated device. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had blood in their chest and clothes and that the infusion line was disconnected. It was further reported that the luer connector end of the set had completely broken off and blood was backing up the now open needle set line. The line was immediately removed.